Event description:
Spontaneous communication with patient's spouse who states the patient is having issues with both of his cadd legacy pumps, serial numbers: (B)(4). Per wife, when she tries to connect new cadd ext set tubing to either pump she keeps getting alarm: "high pressure", when she tries to prime the new tubing. Wife states that the tubing clamp is not down and there are no kinks in the extension set tubing. She says there are no obstructions to the tubing when she tries to prime it. The new tubing will not prime with either pump. Because of this, the patient has not been able to change his cadd ext set tubing for the last 10 days (usually changes the tubing every mon, wed, and fri). Pump is currently running and patient has not had any changes in his breathing and no changes in his pah symptoms. Patient's infusion has been running without any interruptions in therapy per wife. Per wife, cassette lot numbers. Used: (B)(4). Cadd ext set lot number used: 4235183. Advised wife that we will send 2 new cadd legacy pumps pt's wife requests we send same day courier since this has been going on for a while now. Also advised pt's wife we will have cnss reach out to her to see if they can assist in the meantime. No further information is available. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? Yes. Did we [MFR] replace cassette? Yes did the patient have additional cassettes they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life sustaining? Yes. What is the outcome of the event? Resolved, resolved? Ongoing? Reported to (B)(6) by: patient/caregiver.